Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient received 8 shocks and 4 atp for what appears to be an svt episode. Hm recording of patient rhythm suggests that therapy should not have been delivered. Inappropriate delivery of therapy has been attributed to device programming, but is not currently considered a malfunction. Lead remains implanted but will be evaluated further. Should additional information become available, this file will be updated.